Manufacturer narrative:
03/04/1998: h6-primary finding of device analysis revealed cracked pump tube which filled the containment unit with medication, causing the motor to stall.

Event description:
Reported that pt's pump stopped working on or around 9/11/97. No low battery alarm or any other warning was present. Physician had tried to increase pt's dose for several weeks before deciding to explant the device. Pt has had another device implanted since this event.